Event description:
It was reported by the patient that recently they may be hearing an "alarm clock sound" coming from the device, and that they have bruising, redness and an itching feeling around the device. The device remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.